Event description:
The facility returned the device for service. During service, the baxter repair technician noted fail code 810:11 in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluations summary: the condition of fail code 810:11 was observed in the event history during product evaluation. The pump head module was replaced.